Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced both low and high glucose values while using the ilet system, including a lowest fingerstick of 45 mg/dl about ten days prior and a highest fingerstick of 374 mg/dl during the call, with a concurrent cgm reading of 321 mg/dl; the user treats lows with juice and glucose tablets, and the device problem and specific component could not be characterized due to insufficient information. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.